Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Ext. (B)(6). Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "brown substance" was observed on the screwed connector of a prismaflex hf20 set during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed an unidentifiable brown substance on the spike of the pre blood pump line. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the presence of the particulate matter was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.